Event description:
Red heart alarm after patient took clothes out of dryer. Device was running - instructed to change the backup controller - red heart resolved - awaiting results of download of old controller.